Event description:
The pt experienced injury to his upper lip when they removed the endotracheal tubeholder prior to surgery. Pt has a 2 cm x 1 cm upper lip eschar (a dry scab formed on the skin following a burn or cauterization of the skin) extending through into oral cavity. The pt will require plastic surgery.

Manufacturer narrative:
The risk-manager, states that the critically burned pt was admitted with 2nd and 3rd degree flame burns on the lower & upper extremities, anterior and posterior chest. It is unk if the pt's face was also previously burned. As a result of such an injury, his immunization system was compromised and thus he was vulnerable to skin breakdown. The risk-manager did not know if the nurse had properly prepared the skin or had repositioned the et holder often as recommended. She mentioned that it is very difficult to get all the details after such an incident. The dale labeling instructs the user: skin preparation: clean skin, apply skin prep. Dale recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure. Dale strongly recommends supporting the ventilator tubing to reduce pressure on the endotracheal tube. Change adhesive base after 3 days or sooner if necessary. Removal: untape tube from the channel, remove neckband and gently peel adhesive base.